Event description:
The customer reported that "skin damage" was the result of an electrode used with the mp50 monitor. Other places where the electrodes were placed, show no skin reaction.

Manufacturer narrative:
(B)(4): the customer reported that "skin damage" was the result of an electrode used with the mp50 monitor. Other places where the electrodes were placed, show no skin reaction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.